Manufacturer narrative:
Per the instructions for use (IFU), infection including septicemia and endocarditis, is a potential adverse event associated with aortic valve replacement. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Early prosthetic valve endocarditis is usually caused by perioperative bacterial contamination of the valve. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards- multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards- valves as provided to customers. Therefore, the probability of endocarditis related to edwards- bioprostheses is remote. Medical records review revealed the 23mm sapien 3 ultra valve was successfully implanted in the aortic position. Fifty-one (51) days post implant, endocarditis with 2 root abscesses was observed. The prosthetic aortic valve was explanted. The resected valve leaflets showed 2 cavities, each about 2cm in diameter, one almost directly under the left main coronary artery and the other involving the right portion of the noncoronary leaflet and extending under the right coronary to its midportion. The explanted valve and tissue were sent to pathology for evaluation. The aortic valve fibroconnective tissue showed severe acute inflammation, multinucleated giant cell. Reaction and polarizable foreign material consistent with suture material. Examination of the aortic valve tissue excision indicated fibroconnective tissue with focal acute inflammation and calcification. In this case, there was no allegation or indication of a device malfunction. Investigation results indicated cause of the tavr explantation was due to endocarditis of the tavr valve and aortic root. The endocarditis caused two aortic root abscesses to develop both about 2 cm in diameter under the left main coronary artery sinus and under the non-coronary sinus extending under the right coronary artery sinus which required surgical repair. At the time of the report, the source of the endocarditis was not known. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
In this particular case, despite multiple investigational attempts, it was not possible to obtain additional details regarding the reason for the sapien 3 valve explant 13 months post deployment. To date, information regarding the patient (medical records, tavr procedure op notes, valve explant op notes and reason for the valve explant) have not been received for review. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. In this case, the explanted valve was not available for evaluation; however, there was no indication or allegation that a product deficiency contributed to the event. The reason for the valve explant 11 months post deployment is not available at this time. There is insufficient information to determine if the event was related to a device malfunction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported through the edwards implant patient registry, 51 days post implant in the aortic position, a 23mm sapien 3 ultra valve was explanted and a surgical aortic valve was implanted. The reason for the explant was not provided. No further information is available at this time.